Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for spinal pain. It was reported that a power on reset (por) message was cleared and the program the implantable neurostimulator (ins) was on felt good to the patient. There were no factors that might have led or contributed to the issue and troubleshooting was not performed. In conclusion, the rep was able to clear the por message and the issue resolved. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.